Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3- 4 days post ileocolic resection, the patient presented with a leak at the crotch. The surgeon had to washout and do a proximal loop ileostomy. Surgical time was extended to 30 minutes.